Event description:
It was reported that during an open durodenal switch procedure, the device was loaded with a green reload. Upon the first firing on the stomach, the device was opened and none of the staples formed, they were u-shaped. Sutures were used to complete the procedure. The same device was loaded with a blue cartridge and it worked fine. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
Date sent: 12/17/2008. Information not available, device not returned for analysis.